Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. All buttons functioned properly no damage on the keypad assembly and the connector on printed circuit board were not unlocked during visual inspection. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked belt clip rails, serial number label fading and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was 7.8 mmol/l. The customer's device was replaced. No further details were provided.